Manufacturer narrative:
B3: august 2025 was the month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that over the past week, three pumps were returned following reports from nursing staff indicating that no medication was being delivered to patients. Preventive maintenance testing conducted by the technical team showed that the pumps dispensed the correct volume of fluid according to documented procedures. However, the discrepancy between clinical performance and bench testing results is alarming. All reported cases have involved pumps configured for epidural use. There was no patient involvement.

Manufacturer narrative:
One device was returned for complaint of no medication being delivered. Review of event log found no alarms/events related to complaint. Review of service history found an unrelated delivery accuracy failure. Functional testing was performed, and the complaint was not confirmed through delivery accuracy test. Delivery accuracy test was run three times with a consistent result of 21.1 ml being delivered, which falls within acceptable range of 18.2 to 22.2 ml. Probable cause was not determined. The device passed all testing criteria.